Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance on a couple of occasions due to low blood glucose. The first incident was a month ago and the blood glucose was unknown. The customer was putting in the wrong blood glucose readings as the meter was wrong. Customer was treated with intravenous fluids, and was wearing the pump at the time of the incident. The customer was putting blood glucose readings 100 points higher than their actual blood glucose based on the malfunctioning meter, and experienced highs for about a month. The second incident was on (B)(6) 2017 with blood glucose that could not register on a meter. The customer was given intravenous fluids to treat. The customer experienced symptoms such as diabetic shock. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.